Event description:
The MFR received info alleging a "service required" alarm condition occurred. No harm or injury was reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded event log. The ventilator's sensor board was replaced to address the issue.